Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No product has been returned for investigation. Review of the manufacturing records for this specific lot number has been requested.

Event description:
During a procedure to implant a retrograde femoral nail, the surgeon was using a 12mm reaming head on the ria shaft and the head disengaged from the shaft when the tip of the shaft broke. The shaft and reamer head were removed from the patient with the guide rod, but small pieces of the end of the shaft were left in the patient.